Manufacturer narrative:
(B)(4). Return requested. Replacement device ordered. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's biopsy guide would no longer tighten down properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.